Event description:
Balloon burst. The report received indicated that during a percutaneous transluminal angioplasty, the palmaz stent delivery system was advanced to the target lesion, then during inflation the balloon burst at 3 atmospheres (atms); consequently, the stent delivery system was removed from the patient; however, the under deploy stent remained in the vessel. There were no difficulties encountered during removal of the device. Therefore, to complete dilation of the stent the physician selected a powerflex p3 balloon catheter, the balloon was advanced without complication and the stent was deployed successfully. There were no other complications or adverse events to the patient. The procedure included treatment of a lesion in the common iliac artery. The target lesion was described as heavily calcified and highly tortuous. Contra lateral approach had been chosen for the procedure. There was no report of resistance or any other complications during the procedure, which may have contributed to the event.

Manufacturer narrative:
A palmaz stent delivery system percutaneous transluminal angioplasty (pta) balloon ruptured below nominal pressure during inflation. A male patient of unknown age and medical history underwent a pta of the common iliac artery. The lesion as described as heavily calcified and heavily tortuous. The rate of stenosis was not reported. The complaint product was delivered to the lesion and during inflation it ruptured at 3 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the patient. An inflation device was used, manufacturer not indicated. Information about the type of contrast and saline ratio used was not reported. The device was removed, leaving the stent inside the vessel. Another balloon (powerflex p3) was introduced and tracked through the stent; then inflated to fully deploy the stent and the procedure was finished successfully. There was no reported patient injury. The product was not returned for evaluation. However, a DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. The review was extended to the subassemblies and the review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. Without the return of product it is not possible to confirm the reported complaint of balloon rupture. The device history report reveals the product met all manufacturing specifications. Review of the limited amount of information suggests there was vessel/lesion characteristics that may have contributed to the reported balloon rupture, specifically the severe calcification of the target lesion. This device is distributed outside the united states; however, it is similar to the endovascular sds/stents distributed in the united states.